Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. The customer did not report any adverse impact on their blood glucose levels. Technical support instructed the customer on alternative pressing techniques and confirmed the issue, leading to the decision to replace the pump. A replacement pump with updated software was arranged for delivery, and the customer was informed and trained on necessary steps, including putting the current pump into storage mode and returning it to the company. The customer acknowledged understanding of the process.